Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity of one and a half year was not as expected. A new follow up was scheduled. This device remains in service. No adverse patient effects were reported.